Event description:
It was reported that when we changing the guard out for the virtual angel wing, it wouldn¿t lock-in. Proceeded with the case and had to hold the angel wing in the locked on position to proceed the case. After the case upon inspection saw that the wings around the shaft of the handpiece that the guards lock around had completely broken off. Patient outcome is unknown.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. Nothing was identified visually that contributed to the reported problem. Functional evaluation was performed, which confirmed the reported problem. The drill guard will not lock into place. The 2 locking detents are sheared off and the drill guide spins 360 degrees. The drill guide is bent and would not allow the long attachment to pass through freely. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system user¿s manual (500196 rev. C) was reviewed and it provides guidance and steps to prevent drill seating issues with the handpiece. Additionally, product labeling has been ruled out as an issue for this complaint. This failure is captured in the navio risk profile. Clinical/medical investigation noted that the procedure was completed by holding the angel wing in place without any delays. A review of this complaint details provided revealed there were no patient injuries reported. Since there was no alleged harm to the patient, no further medical assessment is warranted at this time. The root cause was found to be user error. No corrective actions have been initiated for this issue. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system user¿s manual (500196 rev. C).